Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic inguinal hernia procedure, the device misfired. It stuck closed when attempting to test on the back table. They replaced the device and continued the procedure. There was no patient impact.